Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the cdh33 instrument was fired. The surgeon never heard the crunch of plastic washer or felt the tactile feedback. The surgeon said it seemed not to cut. The surgeon could see a gap in the anastomosis and see mucosa. There were in fact, donuts. The procedure was changed and had to reanastomosis. Also had to remove additional rectum.